Manufacturer narrative:
Date initial report sent: 02/12/2009.

Event description:
Procedure type: bypass. According to the reporter: a 4-0 surgipro suture broke and ripped a hole in the aorta and we had to go back on bypass. No patient injury was reported. No other information was available per the reporter.